Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 and 6) occurred. Cartridge changes were performed resolving the issues. Blood glucose level was 383 mg/dl.